Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autog bc wing needle retraction failure. The following information was provided by the initial reporter: 20 gauge needles - nurses have noticed difficulty in the needles not retracting back in once they have been used. When they push the button to retrack the needle, the needle gets stuck and they have to use their finger to assist it to retract. Even though they push the button multiple times it does not retract. However when they tested a needle that has not been used on a patient, the needle retracts as designed. This issue may be related to the lot, but it only occurs when used on a patient. They have said they do not have issues on the 22 gauge needles.

Manufacturer narrative:
Investigation results: the complaint that the needle gets stuck during retraction was confirmed from the circumstantial evidence that was observed in a provided photo. One of the returned photos showed the needle protruding through the side of the catheter tubing. The needle was partially retracted, but the needle remained extended from the safety shield. No other damage or defects were identified on the images or videos that were provided for investigation. Due to the evidence of use, the damage likely occurred during the insertion procedure. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.